Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the evis lucera elite gastrointestinal videoscope had a blackout. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: channel tube had foreign objects, nozzle had foreign objects, and suction cylinder had foreign objects. A definitive root cause could not be identified. Based on the results of the investigation, blackout was due to damage on charged coupled device. Cause was not established for channel tube foreign objects, nozzle foreign objects, and suction cylinder foreign objects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from customer.